Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 3:00 a.m., the patient¿s g7 mobile app and receiver displayed a value of 46 mg/dl. No fingerstick comparison was performed, and there was no mention of symptoms at that time. The patient consumed cola, and the g7 reading rose to 145 mg/dl before the patient returned to sleep. At approximately 3:10 a.m., the estimated glucose value (egv) dropped to 56 mg/dl. The patient began vomiting, prompting the reporter to call 911. Emergency medical services arrived around 3:30 a.m. And recorded a blood glucose reading of 352 mg/dl, while the g7 displayed 67 mg/dl. The patient was treated with intravenous fluids; no other medications were administered. Another manual blood glucose reading showed 140 mg/dl. The patient continued to improve following treatment. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.